Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was the issue noticed before activation? Yes. If no, please clarify, was a new reservoir needed to correct the situation? H3 evaluation: one complaint sample of reservoir bulb with separated connection port in red container, was received for evaluation, product was inspected visually. Connection port of the bulb was short around 5~6 mm and there were some cut marks present on the section area. Separated connection port of around 5~6 mm was available, also, there were visible cut marks on section of the connection port. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Retention sample of complaint lot were checked and found satisfactory. During investigation of the complaint, batch manufacturing records and retained sample review was performed. No discrepancy as per the reported defect was observed. As per standard practice, 100% inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a reservoir was used. After opening the package, the collecting port on the reservoir broke off when the surgeon tried to connect the drain to the reservoir. No reported patient consequences. Additional information has been requested. Upon receipt and analysis of sample it was noted to have been damaged/cut.